Event description:
The patient reported being hospitalized in (B)(6) of 2022. The patient reported that their personal diabetes manager (pdm) had gotten water damaged and due to this they spent a few weeks at the hospital. The patient was receiving insulin injections while at the hospital and has since received a replacement pdm. The patient reported they did not remember any other details. The patient has discarded the pdm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the personal diabetes manager issue. No lot release records were reviewed, as the product lot number was not provided.